Event description:
It was reported that high capture threshold was observed on the right atrial (ra) lead. Upon investigation, the ra lead was found to be dislodged. A revision procedure was performed, however, when attempting to reposition the ra lead, the stylet could not be fully inserted into the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and a failure to advance stylet. As received, only the distal portion of the lead was returned in one piece. The reported event of failure to advance stylet was confirmed. Visual examination of the lead found the inner coil was clogged with blood/body fluids. The cause of the reported event of failure to advance stylet was due to the inner coil clogged with blood/body fluids. The reported event of high capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.